Event description:
It has been reported to philips that the wireless footswitch would intermittently lose connection with the system. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless foot switch along with the base station and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed as planned by using the wired footswitch. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Per the information collected, the wi-fi indicator on the footswitch was red and the battery indicator was green, which indicates that there was an error in the wireless connection. Fse confirmed that the reported failure is due to a connectivity issue. The defective parts of the of the wireless footswitch and base station were returned for analysis, and it was concluded that the wireless footswitch failed because the anti-slip rings were missing, the wfs bracket was loose, and for the base station, it was concluded that no failure was found. Fse replaced the wireless footswitch and base station. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.